Manufacturer narrative:
Date of submission 11/08/2017 the device has been returned and evaluated by product analysis on 10/18/2017 with the following findings: during investigation, the black box showed evidence of a voltage drop resulting in an error 128 (replace battery alarm). There was no battery cap or cartridge cap returned. All testing was performed with test caps. The pump was unresponsive. There were no audible tone, no vibration alert and the display remained blank upon battery insertion. The battery compartment was found to be cracked. There was evidence of moisture contamination inside the battery compartment. A leak test showed a leak at the battery compartment. Th pump case was removed and there was evidence of additional moisture inside the pump or on the batter canister. The pump was unresponsive due to damage and moisture contamination. The "temperature" portion of the complaint was unable to be adequately investigated due to the inability to run the pump and verify the current draw values. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - moisture ingress w/ dmg) issue. This complaint is being reported because the reported issue has the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.